Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced hyperglycemia and treated with bolus through pump on (B)(6) 2026. No further information available.